Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system had no image during a case. Also, the touch screen and vertical column would not work. The procedure was completed. No pt injury was reported.